Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery, it was reported that the surgeon was able to press the green button but could not squeeze the handle and the device was not able to fire the reload. The surgeon used another reload to complete the case. There was no patient injury.